Event description:
During an ablation run in the mid-right coronary artery with the rotablator rc5000 console and a 2.0 mm burr rotablator device, the console completely shut down. The physician changed to a second console to dynaglide out of the pt. A dissection was present in the mid-right coronary artery, which required stenting and impaired flow into the distal right coronary artery, which the physician believes will cause a ck spill. Pt is reported as doing fine.